Event description:
The following was reported to gore: on (B)(6) 2025, a patient underwent treatment to close a very strong malaligned and a 33 mm stop-flow balloon sized atrial septal defect with bald aorta rim using a 48 mm gore® cardioform asd occluder (gca) with a long sheath. The atrial septal defect to the septum primum was 33 mm, the atrial septal defect to the septum secundum was 28 mm, and the malalignment width was 15 mm. After several attempts, the occluder was implanted. The patient tolerated the procedure. On (B)(6) 2025, checking an electro-cardiogram, a device embolization on (B)(6) 2025 was suspected. A transthoracic echocardiography was performed and the device embolization was confirmed. The occluder was located in the pulmonary artery and it was removed. A figulla flex ii 36 mm was implanted. The patient tolerated the procedure. The physician stated that this was a challenging case due to a malalignment width exceeding 15 mm. However since the occluder was securely placed, its embolization was entirely unexpected.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® cardioform asd occluder instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: device embolization. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.